Event description:
An optometrist reported that a patient presented with dry eyes and vision concerns one week post lasik. The patient was noted to have persistent dry eyes preoperatively and postoperatively. The patient was prescribed cyclosporine ophthalmic emulsion but refuses to use the eye drop. The previously prescribed topical steroid eye drop was increased. Additional information provided states that the patient is still experiencing dryness. The patient is currently on loteprednol ophthalmic solution, eye vitamins, and topical artificial tear drops. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The system history shows that the laser was verified successfully prior the date of treatment. The logfiles review for the day of treatment shows no abnormalities that could have contributed to the reported event. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).